Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04601. It was reported the patient received two scs systems, and 3 hours after the procedure the patient was found exhibit hemiparesis. The physician explanted all of the devices, and sent the patient for testing after the explant procedure. The patient was placed in neurologic ICU. Follow up on the patient status found an MRI, CT and stroke lab work was performed. It was reported all testing showed negative for ischemic stroke, hemorrhage, hematoma, or vascular weakness. It was reported the patient was released from ICU on the second day. Further follow up identified the patient had regained all function of the affected limbs and was discharged from the hospital on (B)(6) 2013.